Event description:
After interrogating it was reported that the device shows the eri status. The pacemaker was changed. Based on analysis results it was decided to report this event.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The eri battery status was activated on (B)(6) 2022. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed an almost depleted battery. Next, the battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed a normal heat dissipation. The measurement of the battery voltage confirmed a depleted battery. In a next step, the battery was opened for destructive analysis. Inspection of the inner assembly revealed evidence of an internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.